Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations. It was determined that the patient was in slow ventricular tachycardia (vt), with atrial sensed falling into the blanking period and the patient's heart rate was lower than the programmed lower rate setting without pacing. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.